Event description:
Related manufacturer reference number: 2017865-2023-04293. It was reported the patient presented for an initial implant procedure. During redocking of the leadless pacemaker on the delivery catheter, the protective sleeve was alleged to have increased pressure on the tethers. This led to premature separation of the leadless pacemaker from the delivery catheter. The leadless pacemaker remained fixated without further issue. Once the delivery catheter was removed from the body, it was observed that the tether was broken. The patient was stable before, during, and after the procedure.